Event description:
A hospital in (B)(6) reported via our distributor that water leaked between the water feed tube and the bag spike on two mr290 autofeed humidification chambers during patient use. The two incidents occurred on (B)(6) 2011. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the two returned complaint mr290 chambers were visually inspected and connected to a water bag for testing. Results: during performance testing of both chambers small drops of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue was only partially bonded. A lot check revealed no other complaints of this nature for lot number 110421. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).